Event description:
It was reported that the implant cracked when passed through cortical bone. Everything was retrieved from the pt. The surgeon had to perform open surgery which delayed the case for approx half an hour. Bone quality was average. Cause was a shoulder repair. Surgery was completed successfully. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Two portions (strips) of the implant and the swivelock closed tip were returned for evaluation. The complaint was confirmed; the implant was broken. Visual inspection of the implant revealed the threads were flattened on both portions (strips); they were also bent. Visual inspection of the swivelock tip revealed only one side of the tip was damaged (flattened). Function testing could not be performed due to the damaged condition of the implant. Device history record review revealed nothing relevant to this event. Based on the condition of the implant and swivelock tip portions received, the complainant's event was most likely caused by inserting the implant on an angle during implantation. This is the first complaint of this type for the part/lot combination. The potential causes of the event are being communicated to the event reporter.